Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Controller/joystick/options, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: functional observation- the joystick functioned and drove in all directions with no touchiness or surging was observed. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for surging or being touchy, but the controller was not returned and the programming could not be checked to see if it might be the cause of the touchiness in the complaint. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Controller/joystick/options, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: functional observation- the joystick functioned and drove in all directions with no touchiness or surging was observed. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for surging or being touchy, but the controller was not returned and the programming could not be checked to see if it might be the cause of the touchiness in the complaint. End user alleges she has gone off of the curb onto her face at the mall. And caused for her toe to bleed. She said she did not realize that is was the chair she thought it was her brain. Update from (B)(4) 2015: adaptive equipment went out and serviced the chair and replaced the joystick and cables. They are not sure if the chair was malfunctioning but they replaced the joystick. No medical intervention. End user feels sometimes she is the cause of the chair not going the right way or her going off curbs but hopes this helps. Dealer stated chair is in good working order and they are returning joystick for inspection. No further information provided.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user alleges she has gone off of the curb onto her face at the mall. And caused for her toe to bleed. She said she did not realize that is was the chair she thought it was her brain. Update from 11/03/2015: adaptive equipment went out and serviced the chair and replaced the joystick and cables. They are not sure if the chair was malfunctioning but they replaced the joystick. No medical intervention. End user feels sometimes she is the cause of the chair not going the right way or her going off curbs but hopes this helps. Dealer stated chair is in good working order and they are returning joystick for inspection. No further information provided.